Event description:
While undergoing a lengthy neuro-interventional procedure, the mirage guidewire broke off and was ablet o be retrieved. No complications were reported to have occurred with the patient as a result of this event.